Event description:
PICC team was placing a PICC line. During the procedure the guide wire began to fray. It was difficult to pull out of the patient's tissue. Once pulled out, it was checked to make sure it was intact. The wire and the needle were placed in a hazardous waste container to be given to the rep of the manufacturer.